Manufacturer narrative:
(B)(4) - entrapment of device or device component. Add'l MFR narrative: a review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. As a result of the efforts to remove the catheter when it was stuck with the stent, only partial pieces of the device were received. The imaging core was disposed of at the user facility and only the sheath assembly was returned. Visual inspection observed fluid inside the distal tip assembly. No kink was observed in the sheath assembly. The guidewire exit port was lifted and ripped. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The functional test could not be performed due to the missing parts of the catheter. The device labeling and directions for use (dfu) revealed these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the returned device, dfu review and the anatomical and procedural factors encountered during the procedure, the cause of the stuck in stent has been determined to be due to operational context.

Manufacturer narrative:
The imaging core was disposed of at the facility only the shaft of the catheter is expected for return.

Event description:
Percutaneous coronary intervention (pci) was performed for acute myocardial infarction in a lesion in the mid right coronary artery (rca). After a stent was implanted, the intravascular ultrasound (ivus) catheter was used to view stent placement. While withdrawing the ivus catheter, the part between the guidewire and the guidewire exit port of the ivus catheter became stuck with the stent. The physician removed the imaging core from the shaft of the ivus catheter, inserted another guidewire through the shaft and then twisted the ivus catheter releasing the ivus catheter from the stent. The ivus catheter was successfully removed from the patient. The procedure was completed with another ivus catheter. The patient status was reported as 'good'.

Event description:
Percutaneous coronary intervention (pci) was performed for acute myocardial infarction in a lesion in the mid right coronary artery (rca). After a stent was implanted, the intravascular ultrasound (ivus) catheter was used to view stent placement. While withdrawing the ivus catheter, the part between the guidewire and the guidewire exit port of the ivus catheter became stuck with the stent. The physician removed the imaging core from the shaft of the ivus catheter, inserted another guidewire through the shaft and then twisted the ivus catheter releasing the ivus catheter from the stent. The ivus catheter was successfully removed from the patient. The procedure was completed with another ivus catheter. The patient status was reported as "good".